Event description:
It was reported that during a lobectomy, device remained articulated after firing the reload. An attempt was made to restart it without success, making it necessary to remove it from the patient along with the access trocar. Another device was used to complete the procedure. The surgery was prolonged by 30 minutes and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. D4: batch # 750c48. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with an unknown trocar inserted on the device, with the anvil knife slot damaged, and with a gst60b reload loaded on the device. The reload was received fully fired. In addition, a battery was received along with the device. No functional test was performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled on the anvil area. Upon disassembling, it was observed one knife wing was broken and not returned. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. Additionally, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 750c48, and no non-conformances related to the reported complaint condition were identified.